Event description:
The customer reported being disconnected from the insulin pump since april of last year, but she did not report. The customer stated that the reservoir was full of insulin, but the insulin pump alarmed low reservoir/empty reservoir unexpectedly. Troubleshooting was performed. Ran a displacement test and the test failed. The customer stated that the insulin pump stopped during manual prime and the numbers started ramping up, and then displayed priming complete. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.